Event description:
Staples did not fold when stapler fired. The covidien dilating anoscope was placed. A 2-0 prolene purse string stitch was placed 3cm proximal to the dentate line; this was tested around a gloved finger and was complete. The anvil was then placed into the rectum and the purse string was secured to the middle groove of the anvil itself. The stapler was mated to the anvil and compression was held for one-minute duration. The stapler was then fired. Upon removal, there was an incomplete hemorrhoidal specimen. Typically, these are hemorrhoidal rings and the ring was incomplete. Further inspection revealed that there were multiple malformed staples consistent with a staple misfire related to the covidien pph stapler. Several staples were removed totaling 12 and sent along with the stapler to be sent back to the company.